Event description:
Pt was receiving a unit of rbc's. After approximately 100 ml. Infused the filter (lot # 07025880) became full of clots and warranted the discontinuation of the blood product and filer/tubing. Alaris had requested for (blood bank) to return the clotted filters and other unused filter/infusion sets.